Event description:
It was reported that a patient underwent an unknown spinal procedure, it was discovered after the procedure that the tip/tooth of the pituitary was broken. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the upper jaw of the pituitary is missing along with the pivot pins for the top and bottom arms*. The bottom jaw is bent to the right. Optical exam reveals that there are cracks running vertically through both sides of the pivot holes on the bottom arm. Conclusion: this type of failure is consistent with bend stress overload.